Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported system was difficult to calibrate. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.